Event description:
During the positioning of the trial femoral component sphere s5 l its condyle broke off. All the fragments were removed. The surgery was completed successfully. The broken instrument will be available. MFR # 300510920-2015-00149.